Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, 1826 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal). Event outcome was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, 1115 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: essure start date discrepancy (B)(6). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-may-2023: new lawyer's reporter, essure start date updated from (B)(6) 2015 to (B)(6) 2016, essure stop date and onset date of medical device removal updated from (B)(6) 2020 to (B)(6) 2019, essure removal via hysterectomy with bilateral salpingectom added in the non-drug treatment, annex f of international medical device regulators forum updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of dysmenorrhea, elective abortion, vaginal delivery (2), live birth (2), surgery (breast surgery procedure: endometrial ablation and essure: onset date: on (B)(6) 2012. Breast reduction: past surgical history, on (B)(6) 2010. Breast surgery x4: past surgical history, last was implants. Ablation surgery: past surgical history. Tubal ligation: past surgical history. Dental surgery: past surgical history), drug allergy (penicillins: drug category, anaphylaxis, hives. Sulfa drugs: crug category, anaphylams, hives, other, migraine. Cipro: drug, swelling, hives. Trazodone: drug, other, restless legs/hyperactivity. Nitrofurantoin: drug, swelling. Benadryl: drug, other, restless legs/hyperactivity. Ambien: drug, other, restless legs/hyperactivity. Lunesta: drug, other, restless legs/hyperactivity), hemochromatosis and overweight. Gravida para full termdelvenes (37 completed weeks of pregnancy or greater) preterm delvenes less than 37 completed weeks of pregnancy) spontaneous and/or elective abortions and ectopic pregnancies number of living children 2. Number of cesarean deliveries number of spontaneous vaginal deliveries 2. Elective abortions 1. Previously administered products included: abreva. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, 1115 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (1. Robotic-assisted laparoscopic hysterectomy and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: essure start date discrepancy y on (B)(6) 2015 or on (B)(6) 2016, stop date on (B)(6) 2019 or on (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.673 kg/sqm. [Pathology test] on (B)(6) 2019: final pathology report: clinical history / preoperative diagnosis: dysmenorrhea. Gross description: uterus, cervix, bilateral fallopian tubes, time tissue removed/time in fixation not given: consists of an 80-gram uterus with attached cervix and bilateral fallopian tubes, 7 x 7 x 5 cm. The fallopian tubes are complete, bluish gray and congested, varying from 6 cm on the right to 7 cm on the left, in length. Gross / microscopic diagnosis: uterus, cervix, bilateral fallopian tubes: 1. Chronic cervicitis/endocervicitis. 2. Focal squamous metaplastic change of endocervical mucosa. 3. Proliferative-type endometrium. 4. Adenomyosis. 5. Bilateral fallopian tubes with complete segments. [Ultrasound scan vagina] on (B)(6) 2016: clinic us gyn transvaginal: history: right pelvic pain lmp- none- status post endometrial ablation. Technique: a transvaginal ultrasound was performed with the patient having an empty bladder using a philips hd 15 ultrasound unit with a c8-4v ultrasound probe. Findings: the uterus was visualized and was normal in size shape and contour it was anteverted. The uterus measured 9.9 by 3.9 by 4.6 cm. The endometrium was somewhat irregular and measured 3.9 mm. The myometrium is grossly normal. There was evidence bilaterally of echo was consistent with proper cornual placement of essure devices. The cervix and vagina are unremarkable. There is no free fluid in the pelvic cul-de-sac. Both ovaries were visualized. There were normal in size shape and contour. The right ovary measures 1.4 x 1.2 x 1.8 cm. The left ovary measured 3.7 x 2.1 by 2.5 cm. There is no significant pelvic tenderness upon manipulation of the pelvic structures with the ultrasound probe. Impression: essentially normal pelvic ultrasound with bilateral correct placement of the essure devices. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test. Non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, 1826 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.